Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, av determined that field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Event description:
It was reported that during functional testing, the indeflator device leaked. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.